Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently freezes. This resulted in a total loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.